Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the patient felt a tingling pain at the pocket site. The pocket was revised successfully.